Event description:
Customer reported he is unable to take of the battery cap from the insulin pump. Customer's blood glucose was 140 mg/dl. Troubleshooting was performed. Customer attempted to remove the battery cap with a quarter and large screwdriver and was unable to do so. Customer was advised to discontinue use of the device. No further information reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.